Event description:
Medtronic received information that an edwards sapien 3 transcatheter valve was implanted. Subsequently following the implant, complete heart block (chb) and left bundle branch block (lbbb) were noted requiring a temporary pacemaker which was removed prior to discharge. First degree atrio-ventricular (av) block with lbbb was noted at that time. Following the implant, the patient exhibited right visual field deficit, aphasia, paresis, weakness, and magnetic resonance imaging (MRI) revealed multiple lacunar infarcts embolic in origin. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)